Manufacturer narrative:
The cartridge was not returned to animas. There is no investigation necessary. Cartridges with lot# b201576 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
It was reported that the patient was treated in an emergency room of a hospital for blood glucose (bg) of 380 mg/dl with ketones and disorientation. She received intravenous insulin and was released on insulin pump therapy. A family member stated that the patient's bg has not been well controlled since initiation of insulin pump therapy about two months ago. A family member stated that the cartridges have been leaking and she said that she believed this issue was the root cause of the poor level of control. The family member reported bg were between 200 mg/dl and 500 mg/dl during this time period but was unable to provide accurate recall of the specific bg history. She then stated that she never noted wetness in the cartridge compartment, denied visible leaks or cracks in the cartridge, and reported that they always smelled the strong odor of insulin from the pump. The family member stated that they changed the infusion set every other day and the cannula was not bent or kinked. She denied leaks at the infusion site or along the tubing. There were no signs of site intolerance and no lumps or scar tissue. There were no air bubbles. The insulin is new and stored properly. The patient has not been ill. The complaint is being reported as an adverse event secondary to possible cartridge leak; insulin leakage cannot be ruled out even though no leaks were observed by the family member.